Manufacturer narrative:
Corrected data: b4- 27-apr-2020 should be corrected to 13-may-2020 in the intial MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with clear surgical debris on the lens. Visual inspection found the optic and haptic torn with foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 a 13.2mm, vicm5_13.2, -9.00 diopter, implantable collamer lens was implanted into the patients right eye (od) and removed within the same surgery due to a lens tear/break during injection/delivery into the eye, no patient injury. A replacement lens was later implanted and it was reported that the problem was resolved.